Manufacturer narrative:
Both patient samples were provided for investigation. Investigations were able to reproduce the values obtained at the customer site using a different lot of the elecsys anti-sars-cov-2 assay. Both samples showed weak reactivity with the the elecsys anti-sars-cov-2 assay and the roche anti-sars-cov-2 anti-s research kits. Both samples also showed reactivity with a covid19 igg rapid test manufactured by creative diagnostics. Both samples are considered to be true reactive. A general reagent issue can be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received discrepant positive results for 2 patients tested with the elecsys anti-sars-cov-2 assay on a cobas 6000 e 601 module. The elecsys anti-sars-cov-2 results were reported outside of the laboratory. The laboratory asked the patients to repeat testing. It is not known which results were considered to be correct. Patient 1 had an initial positive result with a value of 8.98 coi using the elecsys anti-sars-cov-2 test. This sample had a negative result with a value of 0.70 index using an anti-sars-cov-2 igg elisa test manufactured by chorus diesse. This sample also had a negative result with a value of 0.30 index using an anti-sars-cov-2 igm elisa test manufactured by chorus diesse, and a negative result with an unknown anti-sars-cov-2 molecular test. On (B)(6) 2020, patient 2 had an initial positive result with a value of 9.43 coi using the elecsys anti-sars-cov-2. This sample had a negative result with a value of 0.3 index using an anti-sars-cov-2 igg elisa test manufactured by chorus diesse. This sample also had a negative result with a value of 0.2 index using an anti-sars-cov-2 igm elisa test manufactured by chorus diesse. On (B)(6) 2020, a new sample from patient 2 was positive with a value of 9.13 coi using the elecsys anti-sars-cov-2. Patient 2 was also tested using an unknown anti-sars-cov-2 molecular test, with a negative result. It is unknown which sample from patient 2 was used for this measurement. The e 601 analyzer serial number is (B)(4). The tests manufactured by chorus diesse are not on the list of products receiving emergency use authorization from the FDA.